Event description:
It was reported that the patient recently lost weight and the ipg migrated in the pocket. The patient experienced charger communication issues and pocket site heating. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.